Event description:
The reporter indicated a visual error code. The date of event was estimated. There was not a pt involved in this event.

Manufacturer narrative:
The unit failed to "boot up" properly due to a malfunctioning component, u38, on the graphics board.